Event description:
It was reported that during a procedure, after initiating the st catheter, the catheter registered high forces even middle of the chamber. Rf energy was turned on and the force indicated ¿hi¿ even middle of the chamber. The catheter was reset a few time, a new connection cable was used however the issue persisted. The case was completed by changing the catheter without any patient consequence. Upon visual inspection of the returned complaint catheter, on june 7, 2014 bwi failure analysis lab noted the clear sensor sleeve has small hole making this event reportable.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that after initial zeroing of the st catheter, the catheter registered high forces even mid chamber. Rf was turned on and the force indicated ¿hi¿ even mid chamber. The catheter was zeroed a few time, a new connection cable was used. Problem persisted. The returned device was visually inspected upon receipt and brown residues similar to human blood were found inside the pebax. Further examination revealed that the pebax had a hole. Then per the reported event, the catheter was evaluated for carto 3 and screening test. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The reported customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve this issue.